Event description:
Additional information received reported that the pump was flat. The system was empty of fluid, suggesting a leak.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not functioning and required replacement.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. Partial separations were noted within abrasion on the longer exhaust tube of the pump. This was not a site of leakage. No functional abnormalities were noted with the pump. A separation within abrasion was noted on the inlet tube of the reservoir. This was a site of leakage. Partial separations within abrasion were also noted on the reservoir inlet tube. These were not sites of leakage. A separation within abrasion was noted on the exhaust tube of cylinder 1. This was a site of leakage. Partial separations within abrasion were noted on both cylinder exhaust tubes. These were not sites of leakage. Based on examination of the returned product, it was concluded that while in-vivo both exhaust and inlet tubes had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 1 and inlet tube of the reservoir. Separations of this type could then allow the loss of fluid, making the device inoperable. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.